Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 567 mg/dl. Customer stated that they had issues with 2 cannula kink and would like to replace them and that he experienced 2 bent cannulas with his infusion sets so he would like to have the affected product replaced. The customer treated his high blood glucose by changing his entire infusion set. The customer received an insulin flow blocked alert so he removed his infusion set and noticed another bent cannula. The customer was provided with 6 mm cannulas which have since been working for him so he was in the process of exchanging his 9 mm cannulas. Customer declined troubleshooting for the reported issues stating that his high blood glucose were explained by the bent cannulas. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.